Manufacturer narrative:
Block b3: exact date unknown, event occurred a long time ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.